Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was found in the sterile package during receiving inspection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. (B)(4). Report source: foreign: (B)(6). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device showed that all packaging and contacts were intact. Visual inspection confirmed one piece of debris trapped between the foam and the cavity with the sterile seal still intact. The device history records were reviewed and no discrepancies were identified. The work instruction provides adequate detail instructing the operator to look for any contamination. As the likely condition of the product was non-conforming when it left zimmer biomet, the event likely occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.